Event description:
It was reported that a user experienced hyperglycemia with a value of 313 mg/dl after a supply change on an ilet system using a teflon 23-inch infusion set, with concern about proper insertion after seeing the inserter needle; customer care provided troubleshooting and education on correct insertion and advised that glucose improvement could take 60 to 90 minutes. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond self-management, and no healthcare facility involvement. Investigation included review of the event with user troubleshooting guidance and follow-up call attempts. Investigation of this case revealed no device malfunction identified and no confirmed insertion failure, with the cause of hyperglycemia remaining unclear. It was concluded that the event was user-reported hyperglycemia with undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.